Event description:
It was reported that the asymptomatic patient presented via a merlin at home transmission showing non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were made and the patient was fine.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicated that non-sustained rv oversensing was observed due to post-paced t-wave oversensing. Programming changes made. No patient symptoms reported.